Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. The customer was wearing the insulin pump at the time of death. It was reported that the customer was experiencing high blood glucose, so she went to lay down. When the customer's mother went to check on her, she discovered that the customer had passed away. Nothing further was reported.